Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified solution, at an unspecified rate. After an unspecified length of time, it was reported "blood tubing leaking at port closest to pt. Blood came back from pac, leaked out of port. Faulty product." No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided including if the tubing sets was replaced.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigatio nis not complete. This report represents all the info known by the reporter upon query by hospira personnel.